Manufacturer narrative:
Based on the information provided, the cause of the customer reported complication cannot be determined although the customer believes the dehiscence was due to a green reload accessory. Intuitive surgical, inc (isi) did not receive the green reload accessory that was used during this reported event; therefore, failure analysis investigations could not be performed. Advance stapler log review showed the sureform 60 stapler instrument was installed on the system 4 times and fired 3 reloads (1 green, 1 blue, 1 green, in that order). On installs 1, 2 and 4, the first clamp was successful and the firings were each completed with no pauses for compression. On install 3, no clamping or firing was attempted. The instrument was then removed and not used again in the procedure. There were no relevant errors in the logs. A review of the provided image was performed, and the following additional information was provided: the photo appears to show the staple line that was alleged to have completely dehisced requiring the second operation. There are a few (4-5) individual staples between the left and right sides of the staple line that are partially implanted in tissue and appear to be sufficiently formed in a b-shape. At least one (but likely more, if the entire staple line has been compromised) staple does not appear to be implanted in tissue and is sitting on surrounding tissue. There is some coagulated blood surrounding the staple line. The complaint mentions both blue and green reload accessories were used for this procedure, but it is unclear which fire this is involving, what the target tissue is, or what the staple line looked like before the close of the first procedure.

Event description:
It was reported that after a da vinci assisted right hemicolectomy procedure, the patient returned to the hospital with a staple line leak and required an additional procedure. A sureform 60 stapler instrument was used with blue and green reload accessories for the anastomosis. The procedure was completed robotically, and the patient was discharged home. Post-operative day 11, the patient returned to the hospital experiencing abdominal pain, nausea, fever, tachycardia, and raised c-reactive protein and white blood cell count indicating infection. The patient was returned to the operating room for a diagnostic laparoscopy and the staple line was observed to be dehisced. The surgeon believes the dehisced portion occurred where a green reload had been fired. The procedure was converted to an open procedure to rinse the fecal contaminated abdominal cavity, dismantle the anastomosis, and an ileostomy was created. The second procedure was completed and post-operative the patient experienced an ileus, stoma and wound infections; the patient is still hospitalized.